Manufacturer narrative:
Analysis was able to confirm the customers reported stylus calibration issue. The "xy/overlay cable" was reseated and the stylus was calibrated. Broken tabs on the power cord bay door were noted. The power cord bay was replaced. The broken left keyboard hinge was found to be broken and was replaced. Hard drive was reconfigured, reloaded and updated with the appropriate software. The programmer passed all final function and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the stylus did not work in the bottom right of the screen. The device was returned for service. It has been further reported that there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a problem with stylus calibration, being an inch off. It was recommended that the device be returned for service and to try a different stylus. The device is to be returned for service. There was no patient complications associated with this event.